Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 322. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device alarmed 'system error 322'. A review of the event history log (ehl) revealed occurrences of 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be faulty lower hook switch. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.